Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient tried to recharge their ins three times in the last three weeks and it wouldn¿t work. The patient reported that the ins was dead. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it had been over a month and the pain was increasing. The patient said they met with a manufacturer representative (rep) who confirmed the ins was depleted and could not be recharged. The patient stated they were told it would need to be replaced but the soonest the healthcare professional could get to the patient would be in august. The patient said they were calling to see if there are other hcps in the area that they could see instead. The patient was sent physician listings and an email was sent to the rep to provide an update to the situation. No further complications were reported.